Event description:
In 2006, a physician attempted an arteriotomy closure in the common femoral artery using the starclose device. It was reported that the femoral artery was occluded after posterior wall deployment of the clip. The pt was taken to surgery and the vascular surgeon removed the clip from the occlusion. The pt status is "doing fine."

Manufacturer narrative:
The device was returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.